Event description:
Lead with serial number (B)(6) cappecf and lead with serial number (B)(6) implanted, during implant the patient experienced tamponade. Leads manufactured by greatbatch med. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).